Event description:
It was reported that the patient presented via remote transmission. Upon interrogation, high pacing lead impedance and high capture threshold was noted on the right ventricular lead. Based on previous measurements, it was noted the pacing impedance value was trending up gradually which eventually reached high impedance values recently. The right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information - the reported events of high trending impedance and high threshold were not confirmed. A complete lead with connector portion measuring 12.9 cm, middle portion measuring 2.8cm and distal portion, measuring 44.0cm was returned in three pieces for analysis. The damage was found sustained during surgical procedure. The lead was otherwise normal.